Event description:
It was reported that the patient experienced ambicor penile prosthesis (app) deflation issues leading to a replacement surgery. There were no patient complications.

Manufacturer narrative:
The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.